Event description:
The customer reported a clear fluid leak of approximately 100ml from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer could not identify the source of the leak and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/13/2015. The fse found a leak on lower sheath restrictor tubing. The fse replaced the tubing and the instrument ran without leaks; however, the leak damaged solenoid 50 on manifold 17 causing the latrons to fail. The fse replaced manifold 17 and the instrument ran without any further issues. The repairs were verified per established service procedures. (B)(4).